Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing,the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer?s report was observed during initial functional testing. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.